Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained preservative-free normal saline. It was reported the patient¿s pump site had been repeatedly drained since the implant. Subsequently, the pump apparently came loose and had been flipping around in the pocket. The patient was not receiving therapy, and the pump was unable to be filled. It was unknown what factors might have led or contributed to the issue. The hcp examined the site and found it to be full of fluid and flipped over. The hcp then scheduled the patient for a revision on (B)(6) 2018. The patient was taken to the operating room to revise the pump and catheter. The hcp removed the serous fluid and replaced the twisted piece of the catheter. The catheter connector and catheter had become twisted in the pocket. The connector to the ¿cooker¿ was removed and replaced. The explanted catheter segment was discarded. The hcp added a dacron pouch to the pump and re-attached the pump and tightened the pocket. The wound was closed and dressed. An abdominal binder was added to secure the pump in place. Also, the saline in the pump was replaced with prialt 0.024 mcg/day ¿plus ptm at 0.25 tid as needed¿. The dose was ¿0.25 simple continuous plus 3 x .25 as needed¿. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.